Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that during a lobectomy, the staples did not form properly, they were sticking straight up. Case completed with another device of the same product code. There were no patient consequences reported.